Event description:
During an orif for a fractured right hip, the tip of the dhs/dcs coupling screw broke off inside the head of a dhs/dcs lag screw. Surgeon decided not to attempt removal of broken tip.

Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted. No investigation could be performed; no conclusion could be drawn as no device was returned or lot number available. Synthes is unable to determine manufacturing date without a lot number.